Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis in three segments. External insulation abrasion was noted at 3.3-4.7 cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 11.4¿11.8 cm from the reference point of the middle segment, consistent with lead friction to another device or feature of the heart. Insulation damage was noted at 19.3-19.5 cm from the reference point of the middle segment and 18.9-20.1 cm from the distal tip consistent with clavicle crush damage.

Event description:
This report is to advise of an event observed during analysis.